Event description:
Samples received.

Manufacturer narrative:
Investigation summary: 2000 (2 full cases) unused mat# 305950 syringes were received and tested by our quality team. 200 syringes were randomly selected from the shipment and tested by flexing safety mechanism and pulling past normal mechanical stress that would be seen in a clinical setting. No failures or abnormalities were noticed after random testing. Of five separate safety shield batches that went into the production of the final syringe batch (3289430), there was one quality notification that was raised during "shield removal inspection" which is a possible root cause of the customer's experienced failure- faulty shield assemblies being included in final packaged products due to inadequate quality control protocol. This finding verifies the complaint and the manufacturer has been notified of this instance.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305950, batch number#: 3289430. It was reported that the bd safetyglide safety mechanism broke. The following information was provided by the initial reporter: "safety glide falling off). Verbatim#: rcc received a complaint via email. Email(s) attached. On which customer reported defective product , for po - (B)(4). 17706250 9878569 saftglde allergy tray reg 40 25/tray 9.50 380.00 82384-27 f 606605700. Serial#: lot#: 3289430 po#: 23365765 cmt: safety glide falling off. Vndr item#: (B)(4). Adtl.cmts: exp - 11/30/28 vndr inv#: rf: pr. 17709383 9878569 saftglde allergy tray reg 40 25/tray 9.50 380.00 82384-29 f 606605700. Serial#: lot#: 3289430 po#: 23365765 cmt: safety glide falling off. Vndr item#: (B)(4). Adtl.cmts: exp - 11/30/28 vndr inv#: rf: pr.